Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins screw did not tighten so the lead did not stay in place. The ins was explanted. There were no symptoms or complications associated with this event.